Manufacturer narrative:
The customer cleaned the sample probe and performed a precision check with results within specification. The qc results were in range after cleaning the sipper nozzle. The investigation determined the maintenance activities resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was s04 with an expiration date of 05-nov-2024. The customer found a clot in the sipper probe and cleared it. The customer reported no further issues afterward.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit following electrode replacements. The initial result was 177 mmol/l. A nurse in the ICU tested the patient on an istat point of care analyzer and the result was "10 points lower". The laboratory repeated the original sample and the result was 161 mmol/l which was believed to be correct.